Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vascutrak pta dilatation catheter was returned for the evaluation. Visual evaluation was performed and noted that sample appeared to be clean. Outer lumen appeared to have a break from the polytube at the proximal end of the balloon. Functional test was not able to be performed due to condition of the device. Microscopic evaluation was performed and circumferential break was noted to the outer inflation lumen. Therefore, the investigation is inconclusive for the reported device - device incompatibility issue, as functional test not performed due to condition of the device. The investigation is confirmed for the identified break issue, as circumferential break was noted to the outer inflation lumen during the microscopic evaluation. A definitive root cause for the device - device incompatibility issue and break could not be determined based upon the provided information labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 01/2023. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device was allegedly unable to load onto the guidewire. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (01/2023).

Event description:
It was reported that during an angioplasty procedure, the device was allegedly unable to load onto the guidewire. It was further reported that another device was used to complete the procedure. There was no reported patient injury.